Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide correction and additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. Updated fields: e1; g3; h2; h3; h6 and h11. Corrected field: e1. The device was culture tested positive by the customer. Additionally, evaluation found the device: shield cover had corrosion due to water leakage.; s-connector had corrosion due to water leakage; "air water (aw)-cylinder had foreign objects; s-cylinder had foreign objects; ch-tube has foreign objects; aw-tube has foreign objects; j-tube had foreign objects; nozzle had foreign objects. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. The device was tested positive by olympus; therefore, the user request was confirmed. After decontamination, the device was tested positive again. Third hygiene microbiological investigation (hmi) test was performed after repair. After the replacement of contaminated components, the device was tested negative. Based on the data provided, there could potentially be a correlation between the actual product/ device status and cause of contamination. In general, device damage (e.g. Scratches, cracks, leak, corrosion, foreign objects, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. Without the detailed cds information from the customer, we are not able to correlate any possible lapses in reprocessing regarding the validated procedure described in the instructions for use (IFU) with product status. The initial olympus hmi results could not confirm customer findings but show bacterial growth. After repair and reprocessing by olympus, the final hmi results were within the acceptance criteria. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 150 colony forming units (cfus) of escherichia coli and pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.